Manufacturer narrative:
(B)(4). Evaluation: the bladder membrane was wrapped in bubble wrap. Blood was noted within the short driveline tubing and the 40cc driveline tubing. The fiber cabling was cut and slightly pulled away approximately 10cm from the bifurcate. Within the fiber insulation, the fiber was found broken. No kinks or bends were noted along the central lumen. The fos connector and cal key were examined. The gray fos connecter was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The fos and cal key were connected to the iabp. The pump displayed a "ll pl" status indicating a potential broken fiber. The fiber was found broken approximately 1.5cm from the distal tip. The iab was submerged in water and leak tested. A leak was found approximately 1.7cm from the distal tip. Under microscopic inspection, a puncture consistent with contact from the broken fiber was found. See other remarks section. Other remarks: a device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. A puncture consistent with contact from the broken fiber was found near the distal tip of the catheter which likely allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via the patient's right femoral artery using a sheath. The patient was moved to the intensive care unit and 120 minutes post insertion the patient complained about "feeling different" and blood was then noted in the catheter. The patient was returned to the cath lab and the iab was removed and replaced. The second iab was inserted into the same insertion site successfully. There was a reported delay in intra-aortic balloon pump (iabp) therapy of 20 minutes. It was also noted that the pump did alarm "helium loss." It is unknown if pump strips were generated. X-rays were performed in the cath lab. The patient outcome is listed as ok.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via the patient's right femoral artery using a sheath. The patient was moved to the intensive care unit and 120 minutes post insertion the patient complained about "feeling different" and blood was then noted in the catheter. The patient was returned to the cath lab and the iab was removed and replaced. The second iab was inserted into the same insertion site successfully. There was a reported delay in intra-aortic balloon pump (iabp) therapy of 20 minutes. It was also noted that the pump did alarm "helium loss." It is unknown if pump strips were generated. X-rays were performed in the cath lab. The patient outcome is listed as ok.